Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. Vascular access was obtained via the radial artery. The 90% stenosed denovo target lesion was located in the moderately tortuous and mildly calcified mid right coronary artery (rca). For predilation, during the first inflation of a 12mm x 3.50mm apex balloon catheter at 7atms a balloon rupture occurred. The apex balloon catheter was removed intact. The procedure was completed with a different device. No patient complications were reported and the patient's status is listed as good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the complaint device was not returned for analysis; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).